Event description:
It was reported that the patient has not been able to pump the inflatable penile prosthesis since it was implanted. The patient was seen by the physician in august and was unable to cycle the device. The device would not activate so surgery was being scheduled. It was further reported that the inflatable penile prosthesis was replaced.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed the pump malfunction. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual inspection of the ams700 indicated that cylinder 1 had a pinhole leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; large hole in the outer tube was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure tested due to leak was identified. The kink resistant tubing (krt) of cylinder 1 was worn to filament. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump krt was worn to the filament; however, no leaks were present. The pump was functionally tested and failed deflation test and failed activation test. The deflation test 3 verified that with 4 psi back pressure on the cylinder to the pump fluid moved from the cylinder side of the pump to the reservoir side of the pump when the deflation button was not pressed. The activation test 2 verified that with the pump in the deactivate state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 pounds with no back pressure on the cylinder to the pump. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the product analysis confirmed a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event. Therefore, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient has not been able to pump the inflatable penile prosthesis since it was implanted. The patient was seen by the physician in august and was unable to cycle the device. The device would not active so surgery was being scheduled.

Manufacturer narrative:
Corrected data: d4, h4.

Event description:
It was reported that the patient has not been able to pump the inflatable penile prosthesis since it was implanted. The patient was seen by the physician in august and was unable to cycle the device. The device would not activate so surgery was being scheduled.